Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported the patient underwent an artificial urinary sphincter (aus) revision surgery due to the cuff not being tight enough. During the procedure the cuff was replaced. There was no malfunction associated with the explanted component. The patient was doing well following the procedure.